Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain. It was reported that on (B)(6) 2018, the patient fell on their back and side. Since the fall, the ins site developed a bump and has become more painful gradually. Because of the bump and the pain at the ins site, the patient hurts when they recharge. The patient had seen their doctor about it but the doctor said they didn't think anything was wrong with the ins site. A request was made to have a manufacturer representative (rep) present at the patient's next doctor appointment to check the ins. They were redirected to the doctor to have an appointment scheduled with the rep. It was noted the patient has been scheduled to have a hip replacement surgery for the fall. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the location of the ins was uncomfortable. The patient said it was implanted on her right side and she sleeps on her right side. The patient said that the recharging process hurt really bad and she was swelling up and causing pain. The patient noticed this about a year ago. The patient reported that she charged 2-3 hours every week and it seems to be taking longer to charge. The patient noticed this issue about 6 months prior to the call. The patient had an appointment on (B)(6) 2019 and has another appointment on (B)(6) 2019 to discuss replacement options. No further complications were reported.